Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular seal was cut. The envelope seal was intact. The device failed an air leak test. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cut circular seal. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. The event did not meet the regulatory reporting criteria. Should new information become available, the file will be re-opened and amended as appropriate. The product was returned to the manufacturer without any additional information. A good faith effort has been made to obtain the applicable information relevant to the return of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
No event information was provided by the initial reporter.